Event description:
Ligasure handpiece was alarming and the jaws were not coming together and sealing correctly. Replace with new handpiece and have not had a problem.received additional information:no patient injury or issue.it was exploratory laparotomy.no, biomed does not have the test box (we are working with valley lab to obtain test simulators).